Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that overnight post implant, noise was observed while checking the pacemaker. The noise was unable to be recreated with provocation. An x-ray was taken which did not show any issues. A revision procedure was performed where connection was good and there were no loose setscrews. The lead was removed from the header and blood was noticed inside of the header. The lead was tested with a pacing system analyzer (psa) and all measurements were fine. Subsequently the pacemaker was explanted. The lead was cleaned and inserted into a new device with no further evidence of noise. No additional adverse patient effects were reported.

Event description:
It was reported that overnight post implant, noise was observed while checking the pacemaker. The noise was unable to be recreated with provocation. An x-ray was taken which did not show any issues. A revision procedure was performed where connection was good and there were no loose setscrews. The lead was removed from the header and blood was noticed inside of the header. The lead was tested with a pacing system analyzer (psa) and all measurements were fine. Subsequently the pacemaker was explanted. The lead was cleaned and inserted into a new device with no further evidence of noise. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted no blood inside of header. Visual examination of the case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.